Manufacturer narrative:
Additional information has been requested and is currently not available. No trend analysis could be performed as no item number is available. Event summary: it was reported that a patient underwent hip arthroplasty on an unknown date. There was an issue with the femoral heads and trials getting stuck on the stem. Initially it has been assumed, that the patient is being considered for a revision on an unknown date for an unknown reason. However, this could not be confirmed during investigation and therefore it is considered, that no revision surgery has been planned. Review of received data no medical data such as surgical notes or any other case-relevant documents received. Devices analysis according to the information received, the device is still implanted, therefore no product was returned to zimmer biomet for in-depth analysis. Root cause analysis root cause determination using dfmea: - failure of connection between ball head and taper due to wrong design of taper (geometry and surface structure) => not possible: a systematic issue with design would have been detected as part of the issue evaluation assessment. -failure of connection between stem and ball head due to fretting corrosion -> wear => possible: it cannot be excluded based on the available information. - failure of connection between stem and ball head due to wear between taper and ball head due to bone particles (third body wear) or unclean surface of the taper => possible: it cannot be excluded based on the available information. - failure of connection between stem and ball head due to corrosion due to wrong material combination => possible: it cannot be excluded based on the available information. - failure of connection between stem and ball head due to improper connection of stem and head taper during surgery => possible: it cannot be excluded based on the available information. Conclusion summary ref/lot number of the device is unknown. Product was not returned. Neither a detailed event description, operative notes, office visit notes, nor device or photos were received; therefore the condition of the component is unknown. In conclusion, due to significant lack of information, it is not possible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be recreated. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer`s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the femoral head and trials have became lodged to the stem. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason.